Event description:
It was reported that the lead dislodged. During the attempt to reposition the lead, elevated thresholds were noted. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.